Event description:
It was reported that the universal reciprocating saw attachment was broken during a zimmer institute hip and knee course. The reciprocating saw attachment was broken during a primary knee procedure making a cut in the gold cut block also using a synvasive reciprocating blade. The reciprocating attachment. Stopped working when the spring tensioner on the blade slot became damaged, inhibiting the ability of the head to hold the blade in. There was no harm to any user/health care professional. The reported event involved equipment in use for non-patient training purpose.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.